Manufacturer narrative:
Investigation summary: the reported damage to the outer silicone jacket of the patient¿s driveline was confirmed through the account¿s submitted photograph. It was communicated that the patient did not recall how the damage happened. Rescue tape was applied from the bend relief up to the previous clamshell repair and the damage would continue to be monitored. The submitted log files revealed no atypical events or alarms that indicated a potential driveline compromise. The patient remains ongoing on pump. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: 5 years, 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient had a tear in the perc lead jacket at the proximal end of the clam shell. The customer applied rescue tape to the tear. No alarms were noted. The account reported they would continue to monitor the patient. Log file analysis noted one no external power event due to the patient switching power sources. No further information was reported.